Event description:
It was reported that during the implant, adequate numbers were not seen with this lead and it was suspected that tissue may have been lodged in the helix. Upon removal there was no tissue observed in the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).